Event description:
It was reported that a day prior to the report, the patient fell twice, landed on the implantable neurostimulator (ins) and the device started to work ¿spotty" meaning off and on and they turned it off. The patient reported the device worked for a while and stopped working on the day of the report. The patient was dizzy but had not remembered hitting their head. Additional information received reported a sudden loss of stimulation /therapeutic effect. Stimulation was no longer working. Impedances were checked and were within normal limits. Reprogramming was performed and the patient confirmed stimulation to the painful areas. The cause of the issue was not determined. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).